Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d9: device availability - correction g3: date received by manufacturer - additional information g6: report type ¿ updated/follow-up h2: correction

Event description:
Subsequent to the initial MDR, a correction is required.